Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up in clinic. The atrial lead exhibited noise in bipolar sensing configuration with low out of range impedance in both unipolar and bipolar pacing configurations. The lead was explanted and replaced. The patient was in stable condition and no patient consequences were reported.

Event description:
New information noted that the atrial lead experienced insulation damage.

Manufacturer narrative:
Correction: previously reported g4 should have been (B)(6) 2020 rather than (B)(6) 2020.

Manufacturer narrative:
A partial lead with the tip measuring 42.0 cm was returned for analysis. Internal insulation abrasion was noted at 25.1-25.6 cm from the distal tip. This is consistent with the observation from the field of noise, low pacing impedance and insulation anomaly.